Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4) : product unavailable for ananlysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with peripheral cutting balloon device for one lesion. The lesion was identified in the avf. The target vessel was non tortuous without calcification and had a reference diameter was 5.0mm. The target lesion length was 9mm and 80% stenosed; the lesion post-procedure stenosis was 10%. The peripheral cutting balloon was used to dilate the lesion. Number of inflations, time and maximum inflation pressure data was not provided. No pain was perceived during the procedure.during follow up visit in (B) (6) 2006, angiographic restenosis of target lesion, it was found that the subject underwent conventional pta of the target lesion in (B) (6) 2006, because of angiographic restenosis of the target lesion. Follow up visit in (B) (6) 2006 the subject status, alive. The target vessel remained patent since the procedure. The patient had no adverse events. No intervention was performed. No additional follow up information was provided.